Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during unpacking, a 2.25 x 23 mm xience prox stent delivery system was removed from the dispenser coil and the stent was found to have come off the balloon and was located in the protective sheath. The struts were also stretched. The device was not used on the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Per the xience pro x everolimus eluting coronary stent system instructions for use the first step under the operators instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operators instructions section includes the packaging removal section with steps related to removing the device from the protective tubing, removing the mandrel and the protective sheath, flushing the guide wire lumen. Then the next step, section 9.3.3, is the delivery system preparation section related to preparing the device by removing air from the system. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that during prepping of the device (against the instructions for use) positive pressure and/or negative pressure during sheath removal and/or mishandling resulted in the reported/noted stent damages (stretched, flattened) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: prepping took place before removal of the protective sheath.